Event description:
It was reported that the patient was admitted to the hospital due to experiencing syncopal episodes. The right ventricular lead exhibited noise.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.